Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3888-45, lot# va049ht, implanted: (B)(6) 2015, product type: lead. Product ID: 3888-33, lot# v882270, implanted: (B)(6) 2015, product type: lead. Product ID: 3487a-33, lot# v208707, implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012,serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The patient reported being in a car accident, which might have caused them to become dislodged. The lead revision occurred on (B)(6) 2015. The patient's relevant medical history includes non-malignant pain